Event description:
A voluntary product recall has been issued by abbott and reported under 21 cfr 806 for the flexiflo quantum enteral pumps to the FDA (B) (4) district. Abbott initiated this recall on 09/04/2009. Abbott initiated this voluntary recall because (B) (4) recalled some of the flexiflo quantum enteral pumps and 110-volt ac power cords it supplied to abbott. These flexiflo quantum enteral pumps/replacement power cords have a power cord plug that may crack or fail. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Rpic: na. Products affected: flexiflo quantum enteral pump. (B) (4).